Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with abdominal sacral colpopexy and paravaginal defect repair. It was reported that the patient underwent sparc urethropexy and trocar cystotomy tube on (B)(6) 2005.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent surgical procedures on (B)(6) 2005 and (B)(6) 2005 and sparc was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, vaginal vault prolapse with cystourethrocele and apical descending of the vagina. It was reported that following insertion the patient experienced pain, urinary problems, recurrence and bleeding. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced stress urinary incontinence.

Event description:
It was reported that following insertion the patient experienced stress urinary incontinence.